Manufacturer narrative:
Additional, changed, and/or corrected data: a.3a, b3, b6, h6.

Event description:
Healthcare professional reported rupture. This record is for a right side. Device was explanted and replaced.

Event description:
Healthcare professional reported rupture. This record is for a right side. Device was explanted and replaced.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for a right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; d6a;